Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2021, the patient's infusion set's tubing detached/broken at site connector and this issue occurred with five infusion sets. Moreover, the infusion had been used for around two days per set. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.